Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 645834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, uterine bleeding and hashimoto's thyroiditis. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), basedow's disease ("graves disease"), rash erythematous ("red rash"), pruritus ("itchy skin"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), visual impairment ("vision problems"), eye disorder ("eye problems"), weight decreased ("weight loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, basedow's disease, rash erythematous, pruritus, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression, visual impairment, eye disorder and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, basedow's disease, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash erythematous, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet and medical record received:the event abnormal bleeding (vaginal, menorrhagia),depression,graves disease,red rash, itchy skin, migraines, headaches,nausea,dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia,vaginal discharge, vision/eye problems,fatigue,weight loss added. Lot number,reporters,events outcome added.case became incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 645834-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, uterine bleeding and hashimoto's thyroiditis. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), basedow's disease ("graves disease"), rash erythematous ("red rash"), pruritus ("itchy skin"), migraine ("migraines"), headache ("hedaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), visual impairment ("vision problems"), eye disorder ("eye problems"), weight decreased ("weight loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, basedow's disease, rash erythematous, pruritus, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression, visual impairment, eye disorder and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, basedow's disease, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash erythematous, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 645834-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, uterine bleeding and hashimoto's thyroiditis. Concomitant products included medroxyprogesterone (depo provera) and thiamazole (methimazole). In 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced rash erythematous ("red rash/rashes or skin conditions type: red"), pruritus ("itchy skin"), migraine ("migraines"), headache ("hedaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("depression") and fatigue ("fatigue"). In 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), basedow's disease ("graves disease"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problems"), diplopia ("vision and eye problems:double vision") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and diplopia outcome was unknown, the genital haemorrhage, depression, fatigue and weight increased was resolving and the vaginal haemorrhage, menorrhagia, basedow's disease, rash erythematous, pruritus, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, basedow's disease, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash erythematous, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received. Previously follow up reported event eye problem was updated to double vision and new event weight gain was added. Event outcome was updated for the event genital bleeding and fatigue to recovering from unknown. Event onset date was updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.